Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the ucor hfams patch. The irritation was described as red, raised, bruised, and stinging. There was no alleged device malfunction contributing to the irritation. The patient followed up with the physician who advised the patient to apply antibiotic to the area, let it dry, and apply the patch. Follow up indicated that the patient's daughter who is a nurse applied neosporin to the skin. Outcome of the skin irritation is unknown.